Event description:
It was reported that an ilet user experienced recurring alert 41 indicating an insulin absolute range error, which persisted after two restarts, and a replacement ilet was arranged. Symptoms included none, and blood glucose was not impacted as the user was on backup therapy. Outcomes included temporary device unavailability with continued therapy on backup insulin. Investigation included review of the reported alarm history and device restart attempts. Investigation of this case revealed a persistent system alarm consistent with an insulin delivery range fault, suggestive of a device malfunction within the pump system. It was concluded, based on previously established findings for similar reports, that the cause was a device-related malfunction not attributable to user operation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.